Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report that the needle pierced the IV catheter was confirmed and the cause appeared to be associated with use. Two photographs were provided for investigation, which showed the needle protruding through the side of the 22g insyte autoguard IV catheter. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue within the flash chamber and between the catheter tip and the needle puncture site, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
The following information was provided by the initial reporter: ¿just wanted to let you know that I was putting a new IV in a patient and they said it really hurt and when I pulled it out it looked like this" (image of needle pierced through catheter shown). Doe confirmed: (B)(6) 2025.